Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion and backup vvi operation. The device was explanted and replaced. The patient was in stable condition.